Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not closing. A field service engineer (fse) assisted customer with a power cycle and successfully recovered all drawers. Testing confirmed proper operation. Observed dim lights on the controller card for drawer 4. Upon inspection of the pyxis cable, noted slight burn damage. Replaced the communication sled and the internal main pyxis bus cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was not closing properly. Users stated that it was very difficult to push the drawer fully shut. The customer attempted troubleshooting by close the drawer manually by pushing it, but it still did not close. However, there were no delays or adverse events or injuries reported based on this event.